Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Visual examination of the provided picture identified the explanted head, liner, and shell, covered in bio-debris. The part and lot of the devices could not be confirmed. No further evaluation can be made. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no fracture or dislocation. There is abnormal lateral inclination of the acetabular cup with cup abduction measured at 63 degrees. Bone quality is osteopenic. No surgical reports were provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation and instability. The revised items are a mallory cup, liner, and head. Diligence is complete and no further information on the reported event has been provided.

Event description:
It was reported the patient underwent a left hip procedure on an unknown date. Subsequently, the patient was revised approximately one month ago due to dislocation and instability. The revised items are a mallory cup, liner, and head. Diligence is complete and no further information was provided on the reported event.

Manufacturer narrative:
(B)(4). D10. Hip-unk-g7 liner lot#unk; unknown mallory cup. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.